Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient was experiencing telemetry issues with their device. A power on reset (por) condition was reported and it was suspected that the patient's implantable neurostimulator (ins) was in an overdischarged state. Additional information provided on (B)(6) 2011 reported that the overdischarge was confirmed and the por was cleared. The issue was resolved and the patient had no further issues with their device. No patient symptoms were reported. Indications for use are spinal pain and post lumbar laminectomy syndrome. Additional information provided reported that the patient's implantable neurostimulator (ins) wouldn't take a charge. It was reported that the ins needed to be charged too frequently and was explanted. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.